Event description:
It was reported that the patient had his artificial urinary sphincter cuff and pump components removed due to unknown reasons. A new artificial urinary sphincter 4.5 cm cuff and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the device was replaced as the patient experienced recurring incontinence.